Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer visit to emergency room due to hyperglycemia. The customer blood glucose level was 250 mg/dl. The customer decline troubleshooting for high blood glucose. Customer states insulin pump keep resetting and keypad some timing working. The device will not be returned for analysis.